Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following an ureteroscopy with stone extraction procedure device fragment passage with burning urination occurred. A gemini 4/0/90/14mm basket had been advanced to retrieve an unspecified stone. During the procedure, a 3cm portion of the plastic sheath dislodged inside the pt. Following the procedure, the pt eliminated the device fragment with urination and noted a burning sensation during urination. The pt's current condition is unk. Despite multiple attempts to obtain additional info, no info has been removed.